Event description:
It was reported that this right ventricular (rv) lead presented an increase in its capture threshold measurements shortly after it was implanted, so a dislodgment was suspected. The lead was revised and repositioned, with it remaining in service. No additional adverse patient effects were reported.